Event description:
It was reported that the doctor attempted to place an ajust helical product unsuccessfully. This was the first time use of this device by the doctor. The pt was described as overweight. The doctor encountered difficulty in anchoring the left side and after multiple attempts anchor breakage occurred with 2 anchors. The mesh was cut away and not implanted. Following, the doctor decided to use a different mesh product which the doctor was familiar with using. It was reported that during this time of placing this mesh product the doctor performed a cystoscopy to determine if the vagina was cut. The cystoscopy indicated the urethra was cut and not the vagina. A urologist was consulted. The alternate mesh product was removed, the pt's urethra was sutured and the pt was sent home with an indwelling catheter. The surgical procedure was not completed. Associated mdrs 1018233-2013-01171, 01173.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.